Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high capture thresholds/ inadequate capture and r-wave amplitude variation. Additionally, the rv lead helix was difficult to both retract and extend. The rv lead was not used and another rv lead was used to successfully complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.